Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the left groin via a 7f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the physician who is a trained user, elected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the deployment went smoothly. However, when the patient went to recovery, he developed a hematoma (size unknown) and the bleeding was unable to get under control. The patient was sent to surgery for a surgical repair of the artery. The patient was hospitalized and discharged from the hospital on (B)(6) 2013 with no further complications noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.